Manufacturer narrative:
Based on the investigation into this failure mode, bvi has concluded that no further corrective action to product or process is required. This appears to be an isolated incident that may be attributed to use error due to customer reported process to remove the cannula throughout the cataract procedure to refill the luer locking syringe with additional bss. Published scientific literature eye (lond). 2016 may; 30(5): 764-765 cannula-associated ocular injuries during cataract surgery: the northern england study; estimates a low 0.009% occurrence rate of cannula-associated ocular injuries (coi) during cataract surgery. The authors summarized their survey confirmed that coi is an extremely rare yet potentially sight threatening complication that can occur during cataract surgery. They strongly advocate that all surgeons always check the cannula tightness and hold the cannula hub during an injection to minimize the risk of this potentially preventable iatrogenic complication.

Event description:
Company representative reported an anterior chamber cannula (rycroft), .30x22mm (30g x 7/8 in.), 45 degree, "flew off" a 3 cc covidien monoject luer locking syringe included in a medline cataract pack (B)(4). Minor damage/bleeding of the iris due to the alleged cannula "popping off" or detaching during injection of balance salts solution (bss).it was reported that staff may be "rushing to get the cannula back on the syringe after refilling with bss." There was no reported additional intervention. It was reported the entire cannula came off the luer locking syringe and there appeared to be no visible product defect to either the syringe or the cannula.